Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted. The results are listed below: the lens was ejected out from the injector tip. The trailing haptic was torn at blue pmma tip. The slider had completely advance until it's stopped. The rod could advance fully. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
The lens was implanted routinely, it was then noticed by the surgeon that the trailing haptic had not come out of the injector and had been ripped away from the optic. The lens then had to be cut in half which had the potential to cause damaged to the internal structure. Lens removal causing endothelial cell loss.